Manufacturer narrative:
(B)(4). The translated philips response center documentation of the customer's reported symptom is "she is being asked to change the paddles, but does not understand why she is being asked to do this procedure. She would like to be called back." There was no report of patient involvement or adverse patient impact. We consider this to be a report of device failure to detect the paddles. The customer was advised that this device has been out of support life since (B)(6) 2006. Parts and service are no longer available for this device. Based on the customer's report we will consider this to have been a malfunction. The device can no longer be repaired and the specific cause of the malfunction cannot be determined.

Event description:
The translated philips response center documentation of the customer's reported symptom is "she is being asked to change the paddles, but does not understand why she is being asked to do this procedure. She would like to be called back." There was no report of patient involvement or adverse patient impact.